Event description:
The customer reported experiencing multiple occlusion alarms. There was no impact to the customer¿s blood glucose level. To resolve the situation, the customer changed the infusion set and cartridge and resumed insulin administration.